Event description:
Information was received related to a study conducted outside of the u.s. Reporting that a distal dissection (type b) occurred during stenting of the target lesion (rpda). This event was resolved with an additional stent.